Manufacturer narrative:
Other applicable components are: product ID: 3886, lot# l94068, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
A patient reported it was discovered that 1 lead was broken or off. The patient did not know the exact issue. The patient stated they never had a therapy issue. The patient's healthcare professional (hcp) found the issue when checking the implant. There has been no revision. The patient would like to discuss with someone if everything should be replaced or not. The patient is implanted for urinary dysfunction/sacral nerve stim.

Event description:
Additional information received from the healthcare professional reported that no actions were taken to resolve the broken lead. The battery was confirmed to be dead and was replaced, but the lead was not changed. Per the consumer, it was unknown how the lead broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.